Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/23/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, dislocations, hemolytic anemia, cobalt chromium poisoning, walks with cane, and muscle damage related to surgeries. Surgeon noted in primary surgery that patient had dysplastic, shallow and deficient bone of the acetabular shell and proximally the femoral bone was quite deficient in anterior portion of the neck with a non-displace fracture that was cabled. An unknown reamer will be added to complaint as an MDR-no. The surgeon also noted that the patient had a leg length discrepancy prior to surgery and it was improved but still present post-operatively. Medical records reported that the patient had an orif of the greater trochanter fracture post-op week 3 when it became displaced, repaired non-union of the fracture with pin migration (B)(6) 2009 and repaired again (B)(6) 2012. Metal ions reported as greater than 7 parts per billion. There was no report of osteolysis or dislocations within medical records reviewed. Revision surgical report noted metallosis, yellow cloudy exudate and significant metal debris. Patient harms updated and unknown reamer added. The complaint was updated on: apr 13, 2016.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and osteolysis. Upon revision metallosis was noted. Update rec'd 1/18/2016-litigation received. Litigation alleges pain and elevated metal ions. The stem is being added to the complaint. This complaint was updated on: 1/29/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided liner/femoral head product/lot code combinations. Per procedure, these devices are exempt from device history record review. No other reports found against the femoral stem. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided liner/femoral head product/lot code combinations. Per procedure, these devices are exempt from device history record review. No other reports found against the femoral stem. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :null. Device history batch :null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. Updated patient's initials. Added lawyer and law firm.